Event description:
It was reported that the customer was hospitalized due to ketones, with a blood glucose reading of 656 mg/dl. The customer stated that prior to the event, she had been sick and vomiting, as well as experiencing flu-like symptoms. The customer then stated that when she had removed the infusion set, the cannula had been very crimped but that she had not rec'd any no delivery alarms. The customer also stated that her batteries have been lasting only a week for the last month and that her insulin pump display would sometimes go blank. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.